Manufacturer narrative:
H11: information not included in the initial submission: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Rse advised that the bacteria filter message is just informational, and not an indication of a problem with the vent. The rse then advised the customer to perform the performance verification test to diagnose the standby issue. The rse suspected it may be a problem with the flow sensor assembly and provided the parts ID and price for the part. The rse stated that the customer stated that they would take responsibility to repair the device and would contact philips if the needed further assistance. H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
V60 cant go into standby mode. Not in clinical use at time of discovery. No reports of patient/user harm or injury. Investigation is ongoing